Manufacturer narrative:
This complaint was received via user report and has been reported to FDA. Extended investigation is pending at this time. A follow up will be submitted once all investigation activities are completed or additional information is obtained. Reference report: mw5181338. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care (adc) received a medwatch report that reported the following information: a customer reported that they ¿received letter of product recall for medical sensors, freestyle libre 3 sensors.¿ there were no alleged adc device issues related to the adc devices. No contact information was provided to adc; therefore, adc is unable to attempt any follow-up activities related to this event. Based on the information provided, there was no report of serious injury associated with this event.